Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Event description:
Complaint (1of 2) the facility representative contacted baxter to report two intermates that had a leak through the distal end luer cap. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.